Event description:
According to the reporter, during a ladg, after the second firing the surgeon clamped the tissue and pushed the green firing button, however could not fire the device. Replaced by a new cartridge ,the procedure was completed with no problem. There was no adverseevent or patient injury.